Event description:
It was reported that noise was observed while performing isometrics and positional testing on the atrial, ventricular and left ventricular leads. The physician opted to monitor the leads.

Manufacturer narrative:
No medwatch form was received.